Event description:
Information received by medtronic indicated that the insulin pump had replaced battery alarm. The customer stated they did not received low battery alert prior to replace battery alarm. Customer stated it was second occurrence of replaced battery alarm without low battery alert. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The test p-cap locks properly in place in the reservoir compartment noted. Pump received with cracked retainer, faded serial number label, pillowing keypad overlay, faded serial number label, cracked case above arrow and battery icon, cracked case on corner of belt clip rails, cracked battery tube threads, and cracked keypad overlay identified during the visual inspection. Thus was utilized and downloaded trace/history files properly. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. In further full review in the pump history, these battery related alarms were found: failed battery test alarm on 01/02/2022 at 19:59:21, on 01/04/2022 at 06:15:07, low battery alarm on 12/27/2021 at 04:15:00, on 01/02/2022 at 12:54:00, on 01/04/2022 at 05:00:00, replace battery alarm on 12/27/2021 at 12:21:00, insert battery alarm on 12/27/2021 at 12:23:16, 12:33:00, on 01/02/2022 at 19:52:41, 19:59:22, 20:00:27, on 01/04/2022 at 06:11:40, 06:15:09, power loss alarm on 12/21/2021 at 07:02:26. Pump passed self test, active current measurement and displacement test, however failed the sleep current measurement due to high impedance. No unexpected failed battery test, low battery, replace battery, power loss, nor insert battery alarms during testing. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor or force sensor. The original pcb 1 was installed in a test pcb 2, case, internal battery and motor. Powered the pump on using the battery simulator and sleep current measurement test failure noted. The original pcb 2 was installed in a test pcb 1, case, internal battery and motor. Powered the pump on using the battery simulator and no sleep current measurement test failure noted. Customer alleged for power loss alarm was confirmed. Sleep current measurement test failure suspected to be in pcba 1. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.